Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On complaint (B)(4) it was reported that the chpv pressure couldn¿t be adjusted (changed) on (B)(6) 2016 with vp shunt. The same issue with the previous valve was noted with the patient in the past, and the patient had a revision surgery with chpv at this reported hospital in 2014. Complaint (B)(4) was reported in 2014 at the same hospital under the same surgeon's name. However, since we are not able to verify if that is the same incident, we are filing this complaint.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.